Event description:
No pt information is documented. The seam was a leg angiogram. Infusion site extravasation without skin lesion. It is documented the outcome is unk, but the seriousness is marked no. The exam was performed again without any problem. The injector was a optivantage dh.

Manufacturer narrative:
The customer reported an extravasation occurred during an injection. Since the serial number was not reported, there is no record of the customer requesting service for the injector after the event.